Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control examined the removed therapy pcb assembly and determined that cause of the reported issue was a shorted diode, designator d12. The shorted diode prevented the device from pacing and also prevented the device from charging, in order to deliver defibrillation therapy. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator illuminating and an event code within the memory was logged. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device was unable to charge in order to deliver defibrillation therapy.